Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a gastric sleeve, purple reloads were used and fired correctly without evidence of staple malformation or other issue. In the next surgical step, a cholecystectomy was performed. Upon completion of the procedure, the gastric sleeve staple line was re-examined. Between the staple firing lines four and five, a line was found with an active bleeding. The staple line was reinforced with titanium clips. The surgical time was extended by 10 minutes.